Event description:
It was reported there was a left subcutaneous hematoma. There was an urgent surgical evacuation of left subcutaneous hematoma. It was unlikely related to device or therapy and possibly related to implant procedure. Patient symptoms included bruising and swelling in the left device pocket site. The severity was severe. Medical and surgical intervention was necessary. The issue was resolved without sequela.

Manufacturer narrative:
The previously reported conclusion codes no longer apply to this event.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3387s-40, lot# va00r8e, implanted: (B)(6) 2012. Product type: lead. (B)(4).